Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). MFR's complaint number ref: (B)(4). Arjohuntleigh has been informed about the pt death who used a product of our company. In accordance to hospital staff due to mattress malfunction, the pt needed to be transferred a few times in one day which might have had an influence to the pt outcome. The arjohuntleigh rep was informed about the mattress malfunction at (B)(6) 2013. The pump used with the mattress alerted the caregiver by audio visual alarm about the low pressure in the mattress - as it has been designed to do. The tech replaced the faulty mattress 3 hours after the complaint was recorded. After inspection of the faulty auto logic system, the technician found that 6 out of 20 air cells were leaking, which caused the functionality of the product to be disrupted. Leak from the air cells may be a result of either grommet failure, profile welding failure to accidental puncture by sharp object (e.g. Needle puncture) which results in the release of air from the cell. The first two issues may have been associated with a mfg process nonconformities, however, at this stage we are unable to confirm the cause why the leak at the cells occurred. Please be aware that auto logic anti-bedsores system (mattress + pump) is monitoring the pressure and when it decreases under the specified level, the audio/visual alarm is activated thus warning the user about the problem. In the reported event the malfunction was apparent to the user who took the appropriate action in reporting the failure and exchanging the mattress once the failure was noticed. Arjohuntleigh tech repaired the mattress and carried out functional test, which was passed with positive result and the mattress was put back to service. Three days later, arjohuntleigh (B)(4) has been called out to pick up the mattress because pt died. The auto-logic mattress system is recommended for round-the-clock prevention and management of all categories of pressure ulcer when combined with an individualized monitoring, repositioning and wound care programmer. The system consists of mattress and pump which one of the features is audible alarms and clear status indicators which alerts the user to interruptions in therapy. Arjohuntleigh has been informed that the pt involved was receiving a palliative care before the incident occurred. Medical staff from the hospital confirmed that the pt did not suffer any add'l pressure ulcers after this event. Arjohuntleigh is unaware how the pt was transferred between mattresses and if this could have had an impact on a pt's condition. Pt autopsy has not been performed, however, based on info collected to date, all indications are that the direct cause of the pt's death was the state of his health not a mattress dysfunction. (B)(4). Of these (B)(4) none was resulting in pt death. In summary the device has not failed to meet its spec and was being used at the time of reported event. We take all issues of this nature seriously and will continue to monitor any future trends that may arise from the use of our products, however, based on the info provided, we believe the contributing factor in the pt's death was advanced pt medical condition not a mattress malfunction.

Event description:
Arjohuntleigh has been informed about the malfunction of auto logic system. Nurse noticed that the mattress was deflated. As soon as the problem was noticed pt was lifted and put on another bed and mattress. The arjohuntleigh service unit was informed about the problem. The mattress on which the pt was transferred to, in accordance to the nurse, seemed also to be deflating. Pt was moved again on another bed and mattress. According to the customer, the pt has been moved many times this day because of mattress malfunctions. Arjohuntleigh received info about the pt death. Ref imp (B)(4).